Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient reported receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while running a 5 kilometer marathon. The patient attempted to transmit a remote interrogation when at home without success. The patient also reported hearing warble tones from the device. The patient was brought into the office where they were unable to interrogation the s-ICD and experienced difficulty establishing telemetry even after using two programmers and trying multiple rooms. When a magnet was applied warble tones were heard. As soon as the magnet was removed there were r-wave synchronous tones. Boston scientific technical services (ts) was consulted and discussed this may indicate an issue with the s-ICD and recommended continuous monitoring with consideration for replacement. Subsequently a revision procedure was performed where the device was explanted and successfully replaced. Based upon the last time the remote home monitor was able to successfully communicate with the s-ICD, it was believed that this issue had started approximately two months prior. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis of the device header revealed a void or opening in the insulative material where the feed through wires from the device case enter the header. It was concluded that this resulted in the electrical overstress damage causing the loss of telemetry.

Event description:
Additional detailed analysis was performed to assess potential root cause of the previously reported loss of telemetry.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to decontamination, attempts to establish telemetry were unsuccessful; thus, a memory download could not be performed. Magnet application did not produce any tones. Visual inspection noted an anomaly at the top of the over-molded header. An x-ray discovered electrical overstress damage on the high voltage capacitor and a crack in the header as well as delamination/separation of the flex circuit at the feed-through wires and metal debris in this location. Vaporized metal from the antenna and sense a electrodes and plasma burn marks on the feedthrough insulator are consistent with an arcing event. The titanium case was opened and the battery was removed and tested; the voltage was lower than expected (1.59 volts). Extensive electrical overstress damage was found on the antenna and portions of the hybrid near the header. In addition, there was further electrical overstress damage on the high voltage capacitor due to the activation of the plasma fuse within the circuitry. The device hybrid was connected to an external power source and tested with a magnet; tones were produced, indicating that not all the device¿s circuitry was affected by the shorted condition. Engineers concluded that electrical overstress (eos) damage affected the s-ICD¿s radiofrequency (rf) circuit, resulting in the observed inability to establish telemetry. Based on the analysis results, it is suspected that this s-ICD may have experienced a shorted event through the top of the over-molded header to the antenna. Unfortunately, the extensive damage subjected to the s-ICD destroyed any indication of what may have caused the initial shorting event.

Event description:
Additional analysis and investigation was performed on this device. The text from report#2124215-2018-11614 has been updated to include the following. Boston scientific engineers also conducted a review of all latitude data obtained from this s-ICD since it was implanted on (B)(6) 2016. It was confirmed that the last successful interrogation of this s-ICD was on (B)(6) 2018. The s-ICD had not recorded any alerts or resets since implant. All device diagnostics indicated that the s-ICD had been functioning normally. The device¿s rate of battery depletion and power consumption were confirmed to be within normal/expected ranges. Available data indicated that this s-ICD had been operating as designed and programmed up to the last successful data upload.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection identified a crack in the device header. A magnet was place on the device and no tones were generated. Attempts to establish telemetry were unsuccessful. It was confirmed that the inability to establish telemetry was due to electrical overstress damage on the hybrid. The device casing was opened and the battery voltage measurement was 1.59 volts. The low voltage supplies were measured at 0 volts. Due to the extensive amount of electrical overstress damage, the root cause of the reported observations could not be determined.